Event description:
A (B)(6) old male patient contacted zoll customer support to report that his monitor was "humming" and subsequently would not power on. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (humming / will not power on) has been confirmed. As received, the monitor would not power on. Upon evaluation, there was a segmentation fault while performing the flash memory test. The cause of the constant resets was a flash memory failure (components u102 and u105) on the computer analog board sn (B)(4). Root cause analysis of the flash memory failure is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective component. The patient received a replacement monitor.